Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited >2000 ohms pacing impedance on the right ventricular and left ventricular lead. This observation was made approximately one week post implant. It was reported that the device was able to sense, and that impedance on the left ventricular lead was normal when measured in true bipolar. Thresholds on the right ventricular lead have increased to 5 volts. A guidant technical services (ts) consultant discussed the probability that the is-1 proximal setscrew was loose. This observation will be discussed with the physician. No patient symptoms were reported.